Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1738.

Event description:
The clear hemostasis valve leaked prior to iab insertion. The user did not unscrew the hemostasis valve from the sheath.